Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that occurred during their pd treatment. Prior to discovering the fluid leak, it was reported that an ¿m31 air detected in cassette¿ warning had occurred during fill 1 of 5. The patient was unable to bypass the alarm, so they shut down the cycler to begin the process of restarting treatment. When the patient removed the cycler set from the cassette door, fluid leaked out. The patient estimated the volume of fluid that leaked out to be less than a quarter of a cup. The back of the cassette was covered in moisture, but the patient didn't notice any visible pinholes on the film. The patient was not sure where the leak was coming from exactly. The patient contacted their pd nurse who advised them to do a flush. The patient then reported the event to technical support (ts). Ts advised the patient to allow the cycler to dry out by waiting 24 hours before using the device again. The patient resumed treatment on the cycler the following night. The patient confirmed being trained to perform stat drains, as well as manual pd therapy if necessary. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. As a precaution, the patient was prescribed prophylactic antibiotics. The patient also provided their pd nurse with a drain sample to be sent out for testing. As far as the patient knew, the results were found to be negative for peritonitis. Since the leak, the patient confirmed they¿ve been completing pd therapy on their cycler without any issues.